Event description:
(B)(4). I have excessive drainage in my throat for one. Two, I was very irregular with my menstrual cycles all my life; 2 - 3 times a year and they were very light to medium. This installation made me really regular with menstrual cycles lasting more than 2 weeks at a time and were heavy. Left work for work one day, because I was bleeding so much. I didn't know what was wrong with me. I had just had the essure a couple months before that, but the doctor assured me it wouldn't cause any heavy bleeding like that, if any thing it causes lighter. That was not my case. I suffered with long heavy periods for 5 years with this implant. My face got really oily and I have had pain in the left groin area (where he took longer to place device than the right) since day one.